Event description:
A partial break in the retention dome occurred during traction removal. The indwell time was 245 days. The broken dome portion fell into the pt's stomach and was removed endoscopically.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. One half of the retention dome tore away from the ponsky replacement tube. The side of the dome containing the obturator pocket was still attached to the ponsky tube. The dome tore along the shaft of the tube, but portions of the tube material were found adhered to the tubing. It is possible that excessive force was applied during the removal of this device, and that the dome material was stretched beyond its elastic limits during removal. The complainant indicates the device has been in place for 245 days. Residue was visible throughout the ponsky tube. A chr was not completed since the lot info was not provided by the complainant.